Event description:
It was reported that the device was found in backup mode in the box. The device was not implanted.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to exposure to extreme temperature.